Event description:
Complainant alleged that while analyzing the heart rhythm of a male pt, the device returned a "shock advised" determination, and then prompted a "change batteries" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.